Manufacturer narrative:
Section a4: pt weight was not able to be obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The report of ¿ineffective therapy¿ was not confirmed. Analysis of the paddle lead found it was cut during the explant procedure and returned in multiple segments. All segments were tested for continuity from contacts to corresponding bare wires and no opens were found.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient information.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. As a result, surgical intervention occurred on (B)(6) 2024 wherein the system was explanted.